Event description:
Physician reported a pt who complained of severe pelvic pain two days following essure micro-insert placement. Novasure endometrial ablation was performed prior to essure procedure. Pt was diagnosed with uterine perforation, bowel burns, and a foreign body in the peritoneal cavity (essure micro-insert). Pt underwent a bowel resection, gallbladder removal and laparoscopic bilateral tubal ligation. Pt is doing well post-operatively.